Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-14676. It was reported the patient was unable to set the ipg to MRI mode due to impedance issues and was experiencing an increased recharge burden. Surgical intervention took place wherein the scs system was explanted and replaced to address the issues.